Manufacturer narrative:
Additional information: d9, g3, g6, h2, h3, h6, h11 one 8.5f swartz braided introducer sheath and dilator were received for evaluation. Functional testing determined a leak was noted in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. A puncture was noted in the proximal and distal seals. Tearing, resulting in a hole, was noted in the proximal and distal seals. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the damaged seals and subsequent leak remains unknown.

Event description:
During vt procedure, backflow did not stop due to the hemostasis valve failure. The introducer was replaced and the procedure was completed with no adverse consequences to the patient.